Event description:
A malfunction on the pump was reported by the customer via email. There was no reported impact to the customer¿s blood glucose level. Cts attempted to contact the customer, but only reached a voicemail option, and no additional information was received regarding the outcome of the event.